Event description:
It has been reported to philips that the l-arms z rotation break was not holding. The arm would come out of position when performing prop or roll. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned /non-emergency treatment which was completed as planned with no risk for the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the l-arms z rotation break was not holding. A review of the system log files didn¿t confirm the reported issue. Upon troubleshooting the fse measured the 24 volts on the terminal of the l-arm brake and found that the bad contact on the l-arm brake caused the reported issue. To resolve the issue, the fse replaced the 3 brakes of the l-arm. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.